Event description:
Pt implanted with straight wrist plate and an 8 screw construct for a right wrist fracture on (B)(6) 2011. Pt complained of pain in right wrist and pt noted as healed. Pt returned to operating room on (B)(6) 2012 for hardware removal. Hardware was removed and pt was not revised to any additional hardware. This is the 4th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.